Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a left bundle branch block (lbbb) was noted when the native valve was crossed with the guide wire. The patient then went into complete heart block (chb) when the delivery catheter system (dcs) crossed. Subsequently a permanent pacemaker was implanted following the implant of the valve. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that three months following implant the patient was admitted in the hospital with shortness of breath and lightheadedness. Transthoracic echocardiogram (tte) showed cardiac tamponade and the patient underwent pericardiocentesis. Tte on the following day showed no residual tamponade. No additional adverse patient effects have been reported. (B)(4).

Manufacturer narrative:
Hypotension is a known potential adverse effect per the device instructions for use, and is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Cardiac tamponade and pericardial effusion are known effects that can occur after cardiac procedures, but a conclusive cause could not be determined from the information available.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).